Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise, variable impedance, high-rate non-sustained episodes, and non-sustained ventricular tachycardia. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high impedance, undefined impedance and was possibly fractured. The yoke was cut and removed, the remainder of the lead was capped and replaced. No patient complications have been reported as a result of this event.